Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device interrogation aborted shocks due to noise were observed. Decreased impedance and externalized conductors were noted. The lead was capped and replaced.